Event description:
It was reported that the pulse generator system was explanted on (B)(6) 2019 due to infection. The patient was discharged on (B)(6) 2019 and was stable after the procedure.

Manufacturer narrative:
Analysis was normal and no anomalies were found.